Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen and board kit were replaced to address the issue. Additionally, incoming inspection per (B)(4) shows damaged base enclosure and filter duct assembly, and missing rubber feet (comes with base), power cord, cord retainer, whisper cap, pollen filter, & threaded cap. Inspection also showed contamination of the blower. Ctq inspection shows damaged enclosure seal. While repairing the device, it was found that the obm tubing, one of the flow elements, and the sensor board were yellowing. Contamination was found in the flow sensor assembly, 200/202/o2 tubing, and the porting block adapter and adapter caps. Finally, a new stirring fan retainer was required for the new blower motor. The device passed final test.